Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in 2 pieces. The device was bloody. The device was missing the hub, tip and part of the balloon. The customer stated that the remaining portion of the device will not be returning for analysis. The hypotube, shaft and remaining balloon material were microscopically, tactile and visually inspected. Inspection revealed t124 cm of hypotube and shaft were returned with 14 mm of balloon material, with numerous kinks in the hypotube and shaft, and the entire distal shaft was stretched out. The separated end of the hypotube was oval, as if kinked prior to being separated from the hub (and strain relief). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon detachment/separation, hypotube break and shaft detachment/separation.